Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n256630, implanted: (B)(6) 2010, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient was recharging normally and they were receiving effective therapy at the time of this report.

Event description:
It was reported the patient was not able to adjust stimulation. A display showing a ¿call your doctor¿ icon was reported. A power on reset (por) condition occurred the day after report date. The patient was helped the day prior to the por with getting charged up. The patient walked through steps for clearing the por and they could turn their stimulator on. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.